Manufacturer narrative:
Details of complaint: the customer reported that the patient passed away while being monitored at the central nurse's station (cns). They requested an investigation on the logs from the devices in use at the time of death. It was found that an asystole occurred at the relevant time. Investigation summary: the device logs and ECG prints were reviewed by nkc under (B)(4). It was found that the device alarmed appropriately for asystole at the time of the patient event, and that the user silenced the alarm. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: telemetry transmitter: model #: zm-531pa serial #: (B)(6) device manufacturer data: 09/25/2020 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.

Event description:
The customer reported that the patient passed away while being monitored at the central nurse's station (cns).